Event description:
Situation - chloraprep included in outpatient dressing tray kit was dry. Background - patient was having her port accessed sterile procedure for chemotherapy. Assessment - nurse, using the included chloraprep included in the kit, recognized that no liquid was in the "one-step" chloraprep despite "cracking" the sides recommendation - another nurse was called chairside and was able to open an individually packaged, sterile chloraprep for the nurse to use, allowing her to maintain sterility. Centurion- dressing tray- outpatient por ref# dt20940a, lot# 22ebl686.